Event description:
It was reported that the bed exit was not working due to load cells were not installed in the correct position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.